Event description:
It was reported that an ilet user experienced hyperglycemia after announcing and consuming a meal, with a highest recorded blood glucose of 274 mg/dl while using a cd infusion set, and no device alerts or alarms were reported. Symptoms included no clinical manifestations. Outcomes included correction dosing and education to reduce blood glucose, with levels trending down by the end of the call and no hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed no device malfunction, and the hyperglycemia was consistent with postprandial excursion following a meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.